Event description:
The customer reported false positive vitros anti-(B)(6) igm results from a single patient tested on a vitros eciq analyzer. The false positive results were obtained in (B)(6) 2006 and on multiple dates in (B)(6) 2009. The customer considered the patient to be (B)(6) igm negative based on additional hepatitis assays. False positive results may lead to inappropriate physician action. It is not known if the false positive results were reported, however, there was no report of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation was unable to determine vitros (B)(6) igm reagent or vitros eciq performance as the customer declined to provide data for the investigation. The investigation determined that false reactive vitros (B)(6) igm results were obtained for multiple samples drawn from the same patient. The patient was considered to be truly (B)(6) igm negative based on results from competitive (B)(6) igm assays. The root cause for the false reactive vitros (B)(6) igm results could not be determined, however, the possibility of a sample interferent could not be ruled out as the customer declined to assist in the investigation. The root cause of these events is unknown.